Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the reload cartridge would not come out of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 reload associated with this complaint and failure analysis (fa) did not replicate nor confirm the reported issue. The reload was installed and uninstalled from an in-house instrument without any difficulty and it was placed and removed easily. Visual inspection found that the reload appeared to be used and fired without any issues. The reload was found to have cartridge damage with material missing. The reload was disassembled in-house for inspection. No damage to the knife was observed.